Manufacturer narrative:
Date sent to the FDA: 04/19/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Result: the returned opened sample comprised of a labeled folder plus approximately 6cm of suture material with a needle still attached. Microscopic examination of the suture revealed that the non-needled end had been cut. No damage was noted on the strand. The suture showed no evidence of having been used in surgery. The diameter of the sample was measured and it was found to comply with requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an opthalmic surgical procedure on an unknown date and suture was used. The patient returned after the procedure, and it was found that the muscle was not holding strong enough. The patient underwent a reoperation procedure on an unknown date. The surgeon opines the suture is thinner then expected.